Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual detached needle was returned for evaluation. No suture is present. The needle shows a cracked attachment end. Representative samples were evaluated and a crack was observed at the attachment end.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.